Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 7 applications were performed with a balloon catheter on the date of the event with no issues. There was a clinical issue encountered during the procedure. No product malfunction reported. The sheath was returned for analysis/ investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed following the ablation of the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). A pericardiocentesis was performed. The case was aborted and the patient was under general anesthesia. The patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.